Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening or migration of the implants can occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity". (B)(4).

Event description:
It was reported that patient underwent hip procedure on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2010, due to disassociation of the cup and liner. It was also reported that the patient has a haematological disorder that causes bony deformities and has poor muscle tone in the affected leg. No further information has been provided to date.